Event description:
It was reported with the use of the bd safetyglide¿ shielding sterile subq hypodermic needle there was an issue with foreign matter.

Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8187584, medical device expiration date: 6/30/2023 , device manufacture date: 7/6/2018, medical device lot #: 8117578, medical device expiration date: 4/30/2023, device manufacture date: 4/27/2018, medical device lot #: 8241618, medical device expiration date: 8/31/2023, device manufacture date: 8/29/2018. Investigation summary: one photo and three bags of physical samples were received and evaluated. Two bags each contained a single 3ml syringe partially inside a safetyglide package with a safetyglide needle attached and one bag contained 3 needles without syringes. Bag one sample¿s package indicated batch #8187584 (B)(4). Longer there.¿ cannula was taken out of the shield and observed to have a small thin fiber on the side of the cannula¿s mid-point. The inside of the shield appeared to have a few more fibers inside as well. The fiber was larger than level 3 in size. Bag two sample¿s package was from batch #8117578 (B)(4). (B)(4). The cannula was taken out of the shield and observed to have white fiber fm attached at the bevel. The fiber was larger than level 3 in size. Bag three contained 3 safetyglide needles. 1 needle was in an opened package from batch #8187585. The cannula was taken out of the shield and observed to have a white fiber attached close to the bevel, larger than level 3 in size. 1 needle was in an opened package from batch #8241618 (305901). The cannula was taken out of the shield and observed to have a white fiber attached close to the safety shield part of the cannula, larger than level 3 in size. 1 needle was loose but shielded, without a package. The cannula was taken out of the shield and was observed to have a small white piece of fm attached and partially wrapped around the cannula. The size appeared to be level 3 in size. The one photo received depicted a loose unshielded safetyglide needle from unknown batch. A white fiber fm was observed attached to the tip of the cannula near the bevel. The size and the location of the fm observed in the physical samples as well as in the photo is rejectable per product specification. Further investigation was conducted on five samples. Two came in an open packaging blister, one with no blister; these three samples have the plastic shield. The other two came connected to a medline 3ml syringe. All needles have a fine plastic hair. Root cause: needle in process(nip) line assembly process. When the needle is assembled through the plastic latch is touching the latch edge and taking this fine piece of plastic hair from the plastic latch. A device history record review of the finished product as well as all cannula batches showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ shielding sterile subq hypodermic needle there was an issue with foreign matter.